Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("remove essure and leave my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("complication associated with device"). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered complication associated with device to be related to essure. The reporter commented: patient made an appointment with doctor may be he can just remove the essure and leave her uterus, all depends where the coils were if they were intact, should get a flat x-ray done before appointment it was the best way show where are coils. Concerning the injuries reported in this case, the following one was reported via social media: remove essure and leave my uterus and complication associated with device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("remove essure and leave my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("complication associated with device"). The patient was treated with surgery. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered complication associated with device to be related to essure. The reporter commented: patient made an appointment with doctor may be he can just remove the essure and leave her uterus, all depends where the coils were if they were intact, should get a flat x-ray done before appointment it was the best way show where are coils. Concerning the injuries reported in this case, the following one was reported via social media: remove essure and leave my uterus and complication associated with device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.